Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On(B)(6) 2017, the reporter contacted animas and alleged that the patient experienced a blood glucose of 49 mg/dl with unsteadiness when standing and walking associated with an time/date issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the user traveled to a different time zone and did not adjust the time in their pump. This complaint is being reported because the patient allegedly experienced hypoglycemia as a result of use error.